Event description:
An other health care professional reported that during intraocular lens (iol) implantation procedure, a very small tear in the lens material was noticed. In the doctor's opinion it might be on the inside of the cartridge. Additional information was received. The doctor himself thinks that the tear in the lens material might be due to the inside of the cartridge. The lens remains inside the eye. Additional information was received. The scratch was found on the anterior side of the optic. The lens folding went well. According to the reporter perhaps there was a very small burr or crystal on the forceps on the underside of the thin upper leg, (which touches the optic when pushing the iol down) that caused the scratch on lens. However, the scrub nurse could not yet explain this because the forceps were pulled back against the roof of the cartridge, so that this does not scrape the optics. The doctor indicated that the scratch was immediately visible when the iol was still unfolding in the eye, so immediately upon insertion. It seemed on the photos as if the scratch was always present on the trailing haptic, though it could not be entirely said, as the surgeon sometimes rotates the iol during the procedure. The reporter also reported that the iol was sometimes loaded a little early, but had not seen that the dwell time was more that 3 minutes. According to the reporter the dwell time could not be an issue, because the haptics and iol were nicely folded and there was no stretched haptic. The customer had no idea what caused the incident, but speculated it might be the forceps. Everything went smoothly with the lens folding, procedure, and temperature.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).